Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 the unit package wasn't sealed properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: perform intramuscular injections for patients as directed by the doctor, it found that the syringe packaging is not tightly sealed, when adding medicine. Replace with a new syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 5ml syringe slip tip with bd precisionglide¿ needle 22g 1 1/4 the unit package wasn't sealed properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: perform intramuscular injections for patients as directed by the doctor, it found that the syringe packaging is not tightly sealed, when adding medicine. Replace with a new syringe.

Manufacturer narrative:
A device history record review was completed for provided material number 301942 and lot number 2107217. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical nor picture samples were available for return, twenty retained samples were obtained from the manufacturing facility. However, the retained samples did not display any signs of defect. Based on the provided feedback, it is possible that this issue was produced within the primary packaging machine. The film and the paper of the unit package are sealed by pressure and temperature in the packaging machine, no adhesive is used. Both parameters are controlled by our operators and samples are verified as part of the in-process inspections to confirm the absence of sealing defects. There is a possibility that the sealing test presented lower values within specification during the manufacturing check; however, the blister was opened easily due to some sort of error in transport of the product.